Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Event description:
The customer reported via phone call that the insulin pump had water damage and keypad was unresponsive. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.